Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. Although the malfunction component has been identified, the repair is expected, but has yet to be completed.